Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device cannot boot up. There was no reported patient involvement.

Event description:
The customer reported that the device cannot boot up. Further information was provided that the unit could not pass self-test. There was no reported patient involvement.